Manufacturer narrative:
The investigation determined that lower-than-expected tsh results were obtained from a single patient sample using vitros tsh reagent lot 6700 in combination with a vitros eci immunodiagnostic system. A definitive assignable cause cannot be determined with the information provided. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing to assess instrument performance was not performed by the customer at the time of the first event ((B)(6) 2022) an instrument issue cannot be entirely ruled out as a contributing factor. Testing using vitros tsh3 produced an expected result (19.75) for the same sample drawn from the patient on (B)(6) 2022, indicating that the lower-than-expected vitros tsh results may have been caused by the presence of a sample interferent present in that sample that affects the vitros tsh assay and not the vitros tsh3 assay and the other non-vitros methods. No interference testing was carried out by the customer, therefore, the presence of a sample interferent that affects the vitros tsh assay cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6700. (B)(4).

Event description:
The investigation determined that lower-than-expected tsh results were obtained from a single patient sample using vitros tsh reagent lot 6700 in combination with a vitros eci immunodiagnostic system. Vitros tsh results of 1.46 and 1.52 miu/l vs. The expected result of 18.2 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).